Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display issue. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump was fading and does not recognized new battery right away. Customer reported scratches on the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with missing segments and vertical rainbow lines at the display due to slightly bend lcd glass disrupting liquid crystal construction. Unit passed displacement test. The battery tube was found with traces of corrosion.